Manufacturer narrative:
On (B)(6) 2011: pt reported adverse event. This writer requested name of clinic and adverse event info. The pt stated she had a "limelight" treatment. The device is not available for inspection, device owner and location is unk. On (B)(6) 2011: pt responded by email to request #3 for adverse event info. The pt only provided pictures and stated that she has "scars" on her "neck" and "currently receiving treatment for this." Cutera is unable to evaluate the device at this time due to the serial number, device owner and location is unk. Cutera has requested this info four times from the pt that reported the adverse event. Cutera has requested the treatment, medical and adverse event info 4 times from the pt. This info is incomplete at this time.

Event description:
On (B)(6) 2011: cutera rec'd the following info by email from a pt that was treated at an unk location. "I recently had limelight therapy from my therapist who has been treating me for 2.5 yrs. She did limelight on me and I am bruised, blistered, burnt, swollen and have had to take a week off work. She did it on a low setting (b setting) and has done genesis and peels on me in the past."